Event description:
It was reported that the patient experienced inadequate stimulation and had end of service message displayed on the remote control. The patient underwent implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.